Event description:
The pt was burned on the back. No further details are known at the time.

Manufacturer narrative:
(B)(4): method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to fds.